Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that 2-3 year ago, the health care professional (hcp) could not remove the lead because of the scar tissue. The patient fell in (B)(6) 2016, hurt their disc and vertebrae, and the hcp had to do surgery. During that surgery, the hcp was able to remove the lead. The patient reported that they had a broken and crooked wrist in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.